Manufacturer narrative:
(B)(4). Date sent: 10/27/2015. Batch # (B)(4).

Event description:
It was reported that during a left radical nephrectomy procedure, the doctor was unable to completely dissect out the vessel in the hilum due to thick, fibrous tissue without damaging the vessel. Vision of the vessel was limited, so the doctor went to staple across the entire hilum. Using a white load, the gun was closed and two strokes were fired. The knife blade stopped 2/3 of the way down the cartridge. The stapler was stuck. After troubleshooting with the rep and the ethicon nurse line, the gears in the stapler seemed to be broken as the knife blade would not retract into its start position. The doctor was able to clamp around the stuck stapler and reopened another device to finish the case. One white load was fired on each side of the stuck stapler and the stapler was successfully removed. Both the specimen and patient side of the second stapler's firings had good staple formation. Case completed with another device of the same product code. There were no patient consequences reported.